Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) was unable to communicate with an electrode belt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was found to have defective components u409, u413, y402 and l605 on the ca board. These components provide the communication to the electrode belt. The root cause of the defective components cannot be positively identified. No adverse event occurred due to the communication failure. The last pt to use this monitor did not report any problems.